Event description:
The user facility reported that "the device was not cutting smoothly; happened during a case". This device did not contact with a patient. Additional information requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.